Manufacturer narrative:
The insulin pump alarmed prime during prime test due to moisture damage on force sensor resistor. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was changing out the battery and reservoir when alarm occurred. The customer's blood glucose was unknown. The customer was advised that the insulin pump will need to be replaced.